Manufacturer narrative:
The reported cover screw was returned for evaluation along with the used implant. The cover screw's threaded portion was missing and not included. A visual and microscopic inspection were performed on the returned cover screw and confirmed that it was broken. The used implant was also inspected and confirmed to have no defect or non-conformity. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Per received information, the doctor stated that the cover screw might have been over torqued causing it to break inside the implant. This is the first event received for this model and lot number. This event will be tracked and trended.

Manufacturer narrative:
Patient's weight and race/ethnicity were asked but unknown. The reported implant cover screw was a part of the hahn tapered implant ø4.3 x 11.5 mm (sku # 70-1154-imp0011 / lot # 6054384). For product's traceability, the hahn tapered implant's UDI was used for this report. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant cover screw broke inside the implant during the implant placement. The implant was being placed into the tooth # 22; however, the cover screw broke and caused the implant to be removed. Another implant was used to finish the procedure during the same setting. Per doctor's report, the cover screw might have been over-torqued. The patient has type iii bone quality. There was no injury to the patient. There was no issue with the implant itself.